Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 298mg/dl at the time of incident. Troubleshooting found that the pump also alarmed off no power. The customer was assisted with troubleshooting and the display returned. Troubleshooting advised customer to monitor the pump and call back if any further issues. Troubleshooting was not performed for the no power alarm. No further details given.